Event description:
It was reported that during the pulmonary vein isolation with farapulse, the farawave catheter was selected for use. It has been mentioned that starter guidewire got stuck in the farawave catheter during preparation of the catheter prior to introduction of the catheter inside the faradrive sheath. When the physician tried to retract the guidewire into the tip, it was impossible to move. The procedure was completed using different farawave catheter with no patient complications. The product is expected to return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of stuck guidewire. During product analysis, the device passed all test performed, showing no evidence of the reported failure. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. An attempt to withdraw the guidewire was made and it was successful, and a new guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of stuck guidewire is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the pulmonary vein isolation with farapulse, the farawave catheter was selected for use. It has been mentioned that starter guidewire got stuck in the farawave catheter during preparation of the catheter prior to introduction of the catheter inside the faradrive sheath. When the physician tried to retract the guidewire into the tip, it was impossible to move. The procedure was completed using different farawave catheter with no patient complications. The product is expected to return for analysis.